Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture and pain. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. -pain:unable to observe as it is a medical event that is not related to the device. -seroma:unable to observe as it is a medical event that is not related to the device. -cyst-ndr: not applicable as the event is not related to the device.

Event description:
Patient reported capsular contracture, unknown baker grade and pain. This record relates to the left side. Additionally physician reported seroma. Events were diagnosed by MRI and ultrasound. Diagnosis report noted "mastopathically impressive glandular body with isolated cysts measuring a few millimeters)". Device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side capsular contracture baker grade unknown and pain. Healthcare professional reported "seroma". The device has been explanted and replaced.